Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult breathing circuit was unable to be connected to a flow sensor due to a moulding defect. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon receipt of the device and completion of our investigation.